Manufacturer narrative:
The reported issue was confirmed through images provided of the labeling and packaging. Corrective actions for this issue have been implemented. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The root cause of this event cannot be determined at this time. The investigation is still in progress.

Event description:
It was reported this device was had the incorrect size and serial number referenced on the shelf-box. The issue was detected in the local warehouse during inspection of the goods received from another edwards warehouse.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.